Event description:
Rptr has a ostomy and a urostomy. For the last few years rptr has been using coloplast skin barrier 3210. It lasted an average of four days plus or minus a day. Its durability is not satisfactory but acceptable. Two boxes of wafers from lot 90482 13 failed at the rate of three wafers every two days. Because coloplast does not cite performance characteristics, verification tests or a quality and conformity assessment requirement, rptr cannot attribute the failures to a statistical probability.